Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd2598, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any medical treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specifically re-suturing? Explain tissue on which was used? What was the name of the procedure? What is the procedure date and event day? Date and name of the procedure? Dates are unknown, procedure name is ¿wide excision in os¿. A os procedure means ¿ wide excision cases that are done in os specialty, specific name is not decided. It was reported that "suture has not been absorbed after 3 weeks of surgery" and "sub-q was found out to be open despite of suturing". Please clarify these events. Dehiscence occurred along suture line. Some knots that were made in sub-q were out from the skin was the suture used on subcutaneous layer? - yes vicryl plus suture was used on sub-q. For skin layer, either skin stapler or ethilon was used. Was the dehiscence noted? Some. Date and location of inflammation was noted? Yes. Notes were asked to be shared but it will take some time. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose antibiotics were provided. Was any surgical intervention performed specifically re-suturing? Resuturing was done. Wounded suture was removed. Note: this mw report replaces event originally reported in mw# 2210968-2020-04084.

Event description:
It was reported that the patient underwent an os wide excision procedure on an unknown date and suture was used. Following the procedure, the patient may have experienced suture not absorbed three weeks from the procedure. The patient may have experienced sub-q tissue open after the procedure and the suture did not hold the wound enough. Dehiscence may have occurred along the suture line and some knots that were made in sub-q were out from the skin. Antibiotics were provided. The patient also experienced inflammation. It was reported that the patient underwent a revision surgery on an unknown date and device was explanted. Additional information has been requested.